Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding two patients with implantable drug infusion pumps. Indication for use and drug information were unknown. It was reported the hcp stated he had an email forwarded to him regarding pocket fill information. The hcp stated there were a couple (2) of issues/incidents of pumps with pocket fill issues, and the hcp assumed that it was related to intrathecal pain drugs, but was not certain of that. The hcp said the email stated the two issues had to do with highly concentrated drugs where the drug seeped into the pump pocket area with patient side effects that initiated submission of the patient¿s due to the issues. The hcp had no other details. No further patient complications were reported. Additional information received on (B)(6) 2017 from the hcp reported that the reason for the original call was to obtain pocket fill information as risk management had received information regarding two pocket fills that had occurred. The hcp reported the organization that reported the event to them would report the event to the manufacturer. The hcp had no further information.